Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, glue on the c-body (distal end) at the forceps channel was noted to be peeling. Furthermore, the angle wire was stretched and the bending section cover was chipped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope display image with broken elements. During a standard service inspection of the customer returned device, forceps cover glue peeling was observed. This report is to capture the reportable malfunction of the adhesive becoming deteriorated due to chemical stress applied during the cds process. There was no patient injury or harm reported.

Event description:
It was further reported that the problem was first identified during preparation for use prior to an unknown diagnostic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. The following sections were updated and/or corrected. Reporters title is biomedical equipment technician. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since a conclusive root cause was unable to be identified, it is surmised that the following occurred based on the investigation results. Adhesive agent came off because external force was applied to the relevant part by rubbing it with excessive force when the subject device was cleaned. Adhesive agent was worn out and peeled because the relevant part was repeatedly rubbed when the subject device was handled. The instructions for use (IFU) states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.